Manufacturer narrative:
Analysis received the unit with moisture damage on the electronic assembly. However, there was no button response anomaly or no scroll bar/ramping numbers without button press.

Event description:
The customer reported via phone call that the insulin pump was exposed to fluid. The customer's blood glucose was 207 mg/dl at the time of incident. He stated there is fluid under the lcd display. He stated the insulin pump was not dropped. He stated there are no cracks on the insulin pump. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.